Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained ventricular episode caused by noise oversensing was observed via remote transmission. The noise was noted to be seen on all the channels with no electrical anomalies. The clinician believed that the patient was exposed to electromagnetic interference when the episode occurred. No changes will be made and the patient will be followed normally. The patient was not reported to be symptomatic.